Event description:
It was reported that when the physician was removing the scope from the patient during an unknown procedure, the distal cover fell off inside of the patient. It was mentioned that a trocar was being used and that may have been a factor. It was confirmed that the cover was successfully retrieved from inside the patient. Despite multiple attempts regarding the retrieval and outcome, none were received.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). This report is related to (B)(4). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely detached from the scope due to the following factors: the distal cover was insufficiently attached. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it inside the body cavity, or stress such as interference. With the mouthpiece during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation ¿ precautions¿. ¿preparation and inspection - attaching accessories to the endoscope¿. Olympus will continue to monitor field performance for this device.